Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The reported event was not confirmed. Testing of both the monitor and the preamplifier determined the monitors flex cable was bent and broken effecting the signal on the monitor causing the report of blank and intermittent display readings. The flex cable was replaced. The battery had reached its end of life and was replaced as routine maintenance. The screen was replaced. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a false readings displayed. It was also indicated that the screen was going blank and had an intermittent issue. There was no allegation of patient death or serious injury.